Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the system was explanted due to infection. There is no known allegation from physician that the infection was caused due to device or related procedure. The pocket did have a small opening/erosion. The physician believes that the patient¿s (B)(6) infection and pneumonia caused infection to the pocket. The patient is still in the hospital due to pneumonia and is recovering.

Manufacturer narrative:
Analysis was normal. No anomalies were found.